Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. This lead did not pass stylet insertion test due to compressed coils which may have been a result of handling.

Event description:
Boston scientific received information that the left ventricular (lv) lead was unsuccessfully implanted as the whisper wires could not be advanced from either proximal or distal. The lead was never in service. No adverse patient effects reported.